Manufacturer narrative:
D10 concomitant products: pm7100, monitor pm7100 tablet invos ((B)(6)) pm7100, monitor pm7100 tablet invos ((B)(6)) pmpamp71, preamplifier pmpamp71 invos 7100 ((B)(6)) pmpamp71, preamplifier pmpamp71 invos 7100 ((B)(6)) pmpamp71, preamplifier pmpamp71 invos 7100 ((B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a "coronary artery bypass warm beating ," the sensor had erratic rso2 readings from below 15 to 50s or no readings. The monitor, preamplifier, and cables were swapped out, but the sensor continued to read erratically. The perfusionist placed the sensor on themselves and got normal somatic readings with no issues. The patient could not be monitored, and there was a delay in the procedure because rso2 readings were not reliable.